Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event of silicone oil remaining in eye, which might lead to an increase in intraocular pressure, and observed as translucent granules, requiring thorough cleaning, do not meet the criteria for reporting and are not considered serious adverse events. Hence no further reports will be scheduled under 1610287-2024-00033. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article revealed that an ophthalmic silicone oil used in a vitrectomy surgery, sometimes restore in the retina might increase in intraocular pressure due to emulsification of the oil if it remains in the eye for a long period of time, it was removed a short time after surgery but in some cases it might remain at the bottom of the corner angle and be observed as translucent granules. Patients with a long intraocular lens and high intraocular pressure before silicone oil removal were more likely to have more silicone oil remaining, which might lead to an increase in intraocular pressure, and require thorough cleaning.